Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Dr (B)(6) implanted in (B)(6) 2011. Pt came in (B)(6) 2012 with pain. Dr (B)(6) requested a CT scan to evaluate non-union. Pt disappeared until (B)(6) 2014. Dr (B)(6) saw coverloc was off and screw had backed out. Revision surgery has not been scheduled.